Event description:
The following was reported by the customer "we had another incident recently where a probe was reading high (20%) vs abg. The pt has an pao2 of 36 and spo2 of 75% (art line - yes). A second probe was used alternate sight - and transiently read accurately low (for about 10-15 mins) then reverted to a high spo2 (again re-confirmed with abg). We then tried the forehead probe which did the same. An incident report was filed and (B)(6) was checking out the cable to make sure not an equipment issues".

Manufacturer narrative:
The sensor involved in this event was discarded by the customer, therefore, an eval could not be performed. Multiple attempts for additional info were made. If new info is obtained, a follow up report will be submitted.